Manufacturer narrative:
Date received by manufacturer: 10/22/2018.

Event description:
It was reported that there were "slits" on the bd¿ syringe/needle combination that caused leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were "slits" on the bd¿ syringe/needle combination that caused leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Describe event or problem: it was reported that there were "slits" on the bd¿ syringe/needle combination that caused leakage. There was no report of exposure, injury, or medical intervention. This was reported as having affected 190 devices. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that there were "slits" on the bd¿ syringe/needle combination that caused leakage. There was no report of exposure, injury, or medical intervention. This was reported as having affected 190 devices.